Event description:
The customer reported that during storage, they discovered the primary bag had a spot or coloration on it, and they discarded the bag due to hemolysis. The disposable set is not available for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury or death.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information and to provide corrected information. The manufacturing records for the referenced lot number were reviewed. No abnormalities were revealed and the product conformed to specifications. The disposable set was not returned for investigation and evaluation. The retention samples from the affected lot were examined visually. There were no abnormalities found. Also the bags were tested for solution composition, density and volume. Each bag conformed to current manufacturing standards. The root cause was not conclusively identified for this event. Hemolysis is commonly caused by the following factors. Characteristics of blood - there is a possibility of hemolysis if the donor's blood is characteristic of red blood cell fragility. Bacterial contamination - hemolysis is likely to occur if bacteria are present in the blood bag for some reason. Excessive cooling - blood is gradually congealed and eventually hemolyzed when it is cooled below -3 degrees c. There is a possibility of hemolysis due to this factor, if a blood bag is locally cooled in the refrigerator.